Manufacturer narrative:
Device was received with a blank display due to battery tube power connector not connected properly to electrical board. Connected power connector and continued testing. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device was also received with the case cracked behind the device near the battery compartment and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had blank display. The customer¿s blood glucose level was 6 mmol/l. The customer reported that they had crack on the back of the battery compartment after the insulin pump fell and changed battery, but it did not turn back on. It was reported that they changed three different batteries already. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.